Event description:
It was reported that, as per dr. (B)(6)'s office, this patient is experiencing difficulties with their hip implant and has had blood tests.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.